Manufacturer narrative:
This is the first and only complaint recorded on this lot number (24at1b4). The investigations are currently ongoing, a final report will be submitted as soon as completed.

Event description:
Intra-operative issue occurred on (B)(6) 2024 during knee surgery: when the surgical staff opened the lmc tibial liner #4 h10 right, prodcut code 6536.50.410, lot 24at1b4, ster. 2400136, they found a liner belonging to size 6 instead of the expected one. The surgery was completed with another liner size 4 available in the or. This event occurred in italy.